Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for lead repositioning procedure. During the procedure, it was noted that the lead was out of the device header. It was unclear if the physician performed a tug test during initial implant. The tug test was performed and confirmed secure connection. Patient was fine before, during, and after the procedure.